Event description:
The customer reported the endoeye high definition ii, autoclavable video telescope displays a pink colored image / colored bars on the monitor and a broken video camera. The problems were found during an unspecified event. No death or injury and no impact to patient or other has been reported. This report is being submitted to capture the colored image issue.

Manufacturer narrative:
Follow up was made to obtain additional details regarding the reported problem but no information was obtained or provided by the customer. The device history records for the affected serial number was reviewed without showing any non-conformities or deviations regarding the described issue. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Additional 510(k): k190744.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the reported image issue was confirmed. Based on the results of the investigation, the root cause of the image issue/broken camera was the cable unit. 1. Cable pins of odu connector are too small for shield cables ¿ shield cables are grouped of up to four single cables and this shield group is too big in diameter for the pins of odu connector. Soldering joints of shield group might be too weak to withstand the forces within cable. 2. Sealing compound within odu connector does not seal the soldering joints and bare cable contacts completely against steam ¿ corrosion on the soldering joints and bare cables can be seen after several autoclave cycles. 3. Manufacturing jig 5016938 not fully suitable for soldering process ¿ cables and soldering joints are under stress during manufacturing process and this can lead to premature damages of the soldering joints. 4. Soldering process at oste is not up to date. New guidelines for soldering process are available ¿ the new guidelines improve soldering stability and manufacturability of ¿good¿ soldering joints. Damaged light-guide fiber composite: the reported issue is most likely attributable to incorrect handling by the user, more specifically subjecting the device to external force. Olympus will continue to monitor field performance for this device.